Event description:
It was reported by service report that the fowler section was bent and could not be lowered all the way down flat for emergency CPR. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Device was evaluated by maintenance engineer at (B)(6). Fowler litter.